Event description:
It was reported that in-office device interrogation showed a battery measurement of 2.89 volts. Review of device data showed the nightly battery measurements to be 2.96 volts and 2.97 volts. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.89v and the daily measurement was 2.96v. This is within expected limits.